Event description:
It was reported that noise was noted on the right atrial (ra) lead. Abbott technical support was contacted, the session records were reviewed, and oversensing due to the noise was noted on the ra lead. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.